Event description:
It has been reported that during the procedure the guide wire separated. The physician used the guide wire with a guide catheter. The physician inserted the guide wire into the guide catheter and advanced forward into the lesion. The physician completed the procedure and attempted to retract the guide wire and pulled on the guide wire and it separated inside the guide catheter. The guide wire and the guide catheter were removed together. The pt is reported to be fine.